Event description:
Event description guidant received information that this right ventricular lead exhibited an impedance measurement of greater than 2500 ohms, was unable to capture even at maximum output and was unable to sense. The lead was surgically abandoned and replaced. The physician was unable to visualize any damage to the lead.